Event description:
A customer from the united states reported a misidentification of a cap survey strain (d09) when testing with the vitek® 2 gn ID card (ref (B)(4)). The expected ID was acinetobacter lwoffi, acinetobacter junii (lwoffi/johnsonii), or acinetobacter sp. The gn card twice identified the strain as moraxella group. There was no patient involvement as the event pertained to a cap survey sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported a misidentification of a cap survey strain (d09) when testing with the vitek® 2 gn ID card (ref 21341). The expected ID was acinetobacter lwoffi, acinetobacter junii (lwoffi/johnsonii), or acinetobacter sp. The gn ID card twice identified the strain as moraxella group. The customer submitted their cap d-09 2018 survey strain for vitek 2 evaluation because they were unable to obtain the correct identification. An investigation was performed. The customer's cap d-09 strain and the internal biomerieux cap d-09 survey strain were subbed on tsab and tested in duplicate on one of the customer card lots of gn cards (the second gn lot implicated by the customer had expired), a random gn card lot, and the nh card lot implicated by the customer. Api 20 ne was also performed. 911690 (customer's d-09 strain): on all 4 gn cards tested, an identification of slashline: moraxella group was obtained. On the nh card, a low discrimination call of campylobacter coli/campylobacter fetus ssp fetus was obtained. When api 20 ne was performed, a good identification (91.7%) of a. Lwoffii was obtained. 911691 (internal d-09 strain): on all 4 gn cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. On the nh card, a low discrimination call of campylobacter coli/campylobacter fetus ssp fetus was obtained. When api 20 ne was performed, a good identification (91.7%) of a. Lwoffii was obtained. Since a. Lwoffii was part of the low discrimination call on gn cards, cards are performing as expected for this isolate. A comparison of reaction results for cards giving the misidentification of slashline: moraxella group against expected reactions for a. Lwoffii showed 1 atypical negative reaction (tyra) which led to the incorrect call. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The vitek 2 gn ID cards are performing as expected with the internal cap d-09 strain.